Event description:
An increased intraperitoneal volume event was found to have occured when a customer contacted baxter technical services (bts) regarding assistance with the homechoice machine (hc) taking a long time to complete therapy. The home patient (hp) stated that his fill volume was 1800ml and the last drain was over 3000ml. The technical service representative(tsr) assisted the hp to turn the hc on. The hc went to the weight. The hp pressed stop and the hc moved to press go to start. The tsr reviewed the therapy settings and therapy log. The tsr found the drain volume to be 3411 and the fill volume was 1900ml. The tsr asked the troubleshooting questions and explained the average drain time was 0:54, which meant the patient was draining slow. The hp stated that the hc did not alarm. The tsr explained if the drain requirements were me the hc would not alarm. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed in the event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.